Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt presented to the hospital in mid 02/2013 with elevated ldh and suspected thrombus. The pt was listed for transplant and was transplanted prior to a pump exchange being performed.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.